Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the information provided by the customer. The customer stated the lih results were systematically inconsistent with a lipemia of 8 for a clear serum, and other parameters were acceptable. A sample was redrawn from the patient and sent to a reference laboratory with results considered correct. There was no report of harm to the patient. No further information has been provided by the customer. The failure mode is unknown. The customer suspected that a patient sourced interferent was the cause of this event; however this cannot be conclusively proven. Age or date of birth, weight, and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for creatinine (cr-e) on their dxc 600 pro instrument. The erroneous patient results were reported out of the laboratory and was later amended. The customer reported that one (1) patient was treated with cisplatin due to the false creatinine result. The patient was suffering from cervical cancer and waldemstrom disease. The customer did not provide patient demographics.